Manufacturer narrative:
Investigation of the event determined calibration and quality controls were within specification. A specific root cause could not be identifed with the information provided. Several issues were improved at the customer site and the system is well maintained. The questionable result was likely caused by an air bubble or foam on the sample surface, or a micro clot in the sample.

Event description:
Adverse event(s): no patient injury reported (no known impact or consequence to patient). Product problem(s): "laser probe had the connector slip off the fiber" (material separation). The facility reported that during surgery a laser probe had the connector slip off the fiber. There was a 20 minute delay in surgery. The patient impact is unknown. Additional info has been requested.

Event description:
The user received a total psa result of 0.047 ug/l for one patient sample ran in a 13 x 75 sarstedt aliquot tube processed by the modular preanalytic analyzer (mpa). The result was reported as < 0.1 ug/l. The clinician questioned the result as the patient's result had previously been much higher. On (B) (6) 2010, the user repeated the same sample in the primary tube and received a result of 14.54 ug/l which met the physician's expectation. The patient was not treated according to the discrepant result. The total psa reagent lot number was 155709. If additional information is received, appropriate notification will be provided.